Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient age at time of event: in his 60's. Device evaluated by manufacturer: a visual examination identified the device was separated in three sections, also the suture holes were torn. Moreover, the suture has residues of catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the stent cracked. During unpackaging, when the physician pulled the percuflex¿ nephroureteral stent out, it appeared to be brittle, like it had a crack in it. The physician decided not to use the device on the patient. The procedure was completed with a 10x22 percuflex nephroureteral stent. No patient complications were reported and the patient status was fine.

Event description:
It was reported the stent cracked. During unpackaging, when the physician pulled the percuflex¿ nephroureteral stent out, it appeared to be brittle, like it had a crack in it. The physician decided not to use the device on the patient. The procedure was completed with a 10x22 percuflex nephroureteral stent. No patient complications were reported and the patient status was fine.